Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) lead exhibited high out-of-range capture threshold and pacing impedance. Fluoroscopy was performed and confirmed rv lead dislodgement. Rv lead reposition was attempted, but the rv lead helix failed to extend after being retracted. The rv lead was cleaned outside of patient's body and the helix still failed to extend. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.